Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels and no delivery alarm. The customer's blood glucose level at the time of incident was 506mg/dl. The customer states they treated with manual injections. Troubleshoot was conducted. The customer was advised that removal of needle guard from her body was why they were receiving nod delivery alarms and high blood glucose levels. The customer was advised monitor the device and to call back if issues persist.